Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens that cracked as it came out of device. The lens was cracked down the center of the optic. Surgeon removed the lens after widening the incision but did not believe any real patient harm outside of wider incision. Additional information has been requested but is not available at the time of this report.